Event description:
A patient was implanted with a short tfn, helical blade and distal locking screw on (B)(6) 2012. Post operatively, the patient reportedly experienced multiple falls and experienced a distal femur fracture below the nail. The patient was returned to the operating room on (B)(6) 2012, for removal of the nail and revision to a total hip implant. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.